Event description:
During a lumbar laminectomy the top jaw of the instrument broke. A c-arm was utilized to locate the piece on x-ray. Able to retrieve broken piece. Surgery prolonged 20-30 minutes. No further complications.